Event description:
It was reported that the patient experienced an overdose following replacement of her pump and catheter. Prior to the replacement, the patient was receiving lioresal 2000 mcg/ml with a daily dose of 738 mcg. The dose was decreased by 50% following her surgery. When the patient returned to the care center, she was difficult to arouse and was, subsequently, sent to the emergency room. The dose was again decreased to 100 mcg/day. The patient is now doing "okay" with the lowered dose; no device troubleshooting was performed as the patient responded to the decrease in medication dose.

Manufacturer narrative:
.